Event description:
According to the reporter, post-operatively, 6 days after cesarean section, fever accompanied by purulent flow from the abdominal incision for more than 1 day. Laboratory examination: wbc: 17.78*10*9/l; crp: 196.8mg/l; physical examination: body temperature: 39 degrees. There was a 12cm long transverse surgical incision 2cm above the pubic symphysis in the lower abdomen, and yellow-brown pus was seen flowing out. The skin on the left side was red, swollen and ulcerated within a 5*6cm area (considered to be allergic to the dressing), and a large amount of yellow-brown pus was gushing out. The subcutaneous fat layer liquefied, the suture was not absorbed, and there was a crack of one stitch at the red, swollen and ulcerated site of the skin. There was a cavity in the fat under exploration, and the diagnosis: cesarean section incision infection. Moderate anemia in the puerperium; considered that the suture was not absorbed, handled. Under lidocaine local anesthesia, saline and hydrogen peroxide solution were used to clean the incision. Used I odine-soaked gauze strips to fill the wound for drainage. Intravenous injection of piperacillin-tazobactam sodium 4.5g q8h for anti-infection, vitamin c injection 2g qd and other symptomatic treatments such as fluid replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.